Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to top pop off were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the reported incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Regarding the elevated level k potassium, this complaint investigation was conducted under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for top pop off with the incident lot was not observed as all samples met the required specifications. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Root cause description: based on the investigation, a root cause could not be determined for the top pop off issue. The product was found to be in conformance and meet release specifications. This complaint investigation was conducted under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had tops pop off and elevated potassium. This occurred on 2 separate occasions.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8275778. Medical device expiration date: 2019-09-30. Device manufacture date: 2018-10-02. Medical device lot #: 8242956. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-08-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had tops pop off and elevated potassium. This occurred on 2 separate occasions.